Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. A patient experienced an allergic type reaction following a reline of their prosthesis with palapress. The reaction that occurred or symptoms are unknown at this time. The patient claims that they are allergic to bpo (benzyl peroxide). We have not received allergy testing at this time to confirm this claim. Bpo is an ingredient in palapress. The IFU states: "in case of known or suspected allergy to components of the product, its use is contraindicated. Do not use in case of known or suspected allergy against (meth)acrylate compounds or benzoyl peroxide." We received information that the patient is being treated by an allergist and allergy testing is ongoing. This incident will be reported out of an abundance of caution. Incident occurred in germany.

Event description:
A patient experienced an allergic type reaction following a reline of their prosthesis with palapress. The reaction that occurred or symptoms are unknown at this time. The patient claims that he is allergic to bpo (benzyl peroxide). We have not received allergy testing at this time to confirm this claim. Bpo is an ingredient in palapress. The IFU states: "in case of known or suspected allergy to components of the product, its use is contraindicated. Do not use in case of known or suspected allergy against (meth)acrylate compounds or benzoyl peroxide." We received information that the patient is being treated by an allergist and allergy testing is ongoing. This incident will be reported out of an abundance of caution.